Event description:
It was reported that the patient was experiencing a "weird pain in the lower back into her butt." It was stated the pain started "about 15 minutes" prior to report, while the patient was eating. It was stated the patient was sitting in her car and was unable to move, and did not know if she was getting stimulation. There were no falls or trauma associated with this event. It was stated the patient "thinks her ins (implantable neurostimulator) is on." Additional information received reported that the patient believed "the device itself was messing with her nerve." The patient also reported that "when she first got the device it felt strange." Additional information from the patient's health care provider (hcp) showed the patient's lead had migrated, and lead revision was performed on (B)(6) 2012. The patient reported pain. The patient recovered without sequela.

Manufacturer narrative:
Product ID 3889-28, lot# v695788, implanted: (B)(6) 2011, product type lead; product ID 3889-28, lot# v738951, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).